Event description:
Customer stated that the top half of the window is blanked out. The three 8s all look like u's. A review of the system was conducted over the phone. The review indicated that segments were missing from the 100s, 10s and units positions of the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.